Manufacturer narrative:
The device in question was returned to olympus for investigation. The investigation revealed that there was an image problem whereby the image was flickering and when the control knobs were manipulated, the image turned black. In addition, there was evidence of fluid invasion and corrosion in both the endoscopy connector and control body. The image problem was attributed to a damaged charge coupler device unit, which is believed to have been damaged by the fluid invasion. This report is being filed as an MDR due to an excess of caution.

Event description:
The hospital reported that during a diagnostic colonoscopy, they experienced a total loss of image. The procedure was completed with a different, but similar device. There was no patient injury reported.